Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-35 that has a similar product distributed in the us, list number 02k91-27. (B)(4).

Event description:
The customer reports falsely elevated architect ca 19-9xr assay results for one patient diagnosed with diabetes and ovarian cancer. The following results were provided: (B)(6) 2013 = 330000 u/ml (reagent lot unknown); (B)(6) 2013 = 14886 u/ml (reagent lot 25421m500); and, (B)(6) 2013 = 231 u/ml (reagent lot 27048m500). The patient has undergone treatment for diabetes. The customer noted that in (B)(6) 2013, this patient had an elevated hemoglobin a1c result of 17.0 %a1c and is questioning whether there is any connection between diabetes and falsely elevated ca 19-9 results. The patient has not received any treatment for the ovarian cancer. To date, there has been no adverse impact to patient care reported.

Manufacturer narrative:
Accuracy testing was performed in-house with retained reagents of lot 27048m500 (list 02k91-35). An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent lot is performing as intended. The issue was for a discreet patient and retests performed with new samples generated lower results. No additional issues were found. A product malfunction was not identified.